Event description:
Information was received from a healthcare professional via a manufacturer representative regarding the recharge interval of an impl antable neurostimulator (ins). The patient indicated that the charge time had gradually increased from 1.5 hours a week to 2 hours a week. The average use of the stimulator was from 7am to 21:00 in the evening. An estimated recharge interval based on the settings was 8.5 days. The device data also indicated that the impedance of electrodes 11 and 15 were greater than 10,000 ohms. However, these contacts were not used in programming. No patient complication was associated with the event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-28, lot# 0206143044, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-28, lot# 0206538512, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported the patient first started experiencing the increased charge time in (B)(6) 2017. The patient did not experience any symptoms related to the increased charge time. It was unknown if the patient kept the recharge interval the same. No actions were taken to resolve the issue and the cause of the increased charge interval was not determined. The high impedance first occurred since the implant of the subcutaneous leads in (B)(6) 2013. The patient did not experience any symptoms related to the high impedance and the cause of the high impedance was not determined. No actions were taken as the patient was receiving effective therapy.